Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in and (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ needle cap was difficult to remove, and the hub separated during the attempt and remained in the cap. This occurred 30 separate times over the course of two weeks. The following information was provided by the initial reporter: "customer stated that the hub of the needle was coming off and not staying with the cap" "the customer was unsure if it was her technique that was causing the issues or if the component was defective? She did state other younger nurses were not having issues." I am an older rn assisting at a mass vaccination site. I was having trouble getting the needle cap to come off, when I pulled it straight off the hub also came off in cap. I tried twisting the hub back on, but then could not take cap off. Most of the other younger nurses were not having a problem so I am not sure that it was a product problem. I have not used that needle since. No patient was involved, I asked another nurse to take cap off when I got one that did not disengage. It happened maybe 1 out of 5 times. It occurred maybe 30 times over 2 different weeks. Taking the cap off happened at first in front of a patient, it dropped to table, I walked to head nurse and they replaced needle. After that I loosened cap slightly before walking to patient.